Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, something like a fragment of an iol was confirmed in the vitreous after implanting. It was removed with a vitreous forceps. The surgery was completed without product replacement. It is unknown whether it is a fragment of the iol, but there has been a request for investigation. There seemed to be no visible damage to the iol itself, and there was no discomfort when using the injector. Additional information has been requested.

Manufacturer narrative:
Plastic specimen container with a clear solution and a foam swap inside received. The reported "fragment of the intraocular lens (iol)" was not returned in the container. No foreign material observed in the container. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as the reported foreign material "fragment of an iol" was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).